Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/11/2016 a medtronic representative, following-up at the site, reported the surgeon was actively shaving the blade/navigating and then tried checking accuracy points after he noted it was inaccurate. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy. The surgeon noted tracking more than 1 centimeter inaccurate with the blade. The site at first backed-up and re-registered the patient since anatomy of septum and inferior turbinate had changed since the first registration. Opened a new quadcut blade and then attempted navigating with the 90 degree curved suction and rad40em blade next. Both the suction and rad40 were accurate. Once the surgeon tried the new quadcut and the surgeon deemed the tracking was accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.